Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd ultra-fine¿ ii insulin syringe the unit package was damaged or opened where sterility was compromised. The following information was provided by the initial reporter. The customer stated: "the outer cover is damaged."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd ultra-fine¿ ii insulin syringe the unit package was damaged or opened where sterility was compromised. The following information was provided by the initial reporter. The customer stated: "the outer cover is damaged."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 1/19/2022. H.6. Investigation: customer returned (1) 0.5ml bd insulin syringe from lot# 0209880. The customer reported that the base of the handle is broken, and the outer cover is damaged. The returned syringe was examined, and it was observed that the plunger rod was broken nearest the thumbpress and the detached thumb press was broken nearly in half. The upper half of the plunger cap was also observed to have sustained damage. A review of the device history record was completed for batch# 0209880. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200901054] noted that did not pertain to the complaint. Root-cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported when using the bd ultra-fine¿ ii insulin syringe the unit package was damaged or opened where sterility was compromised. The following information was provided by the initial reporter. The customer stated: "the outer cover is damaged."